Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change-out due to normal eri, externalized conductors on the lead were observed upon fluoroscopy. The electrical function of the lead was stable. Physician elected to cap and replaced the lead during procedure on (B)(6) 2016. The patient was stable post-procedure. Based on the review of the diagnostic views provided to st. Jude medical, the conductors appear to be externalized.